Event description:
Dealer is stating they were called for service and found that the back was broken, no details provided by end user to the dealer.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.